Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after completing the implant procedure, noise was observed. The pocket was reopened and the noise was reproduced with manipulation. The lead was explanted and replaced. The patient was stable after the procedures.